Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override was not showing on the station. A technical support specialist found that messages were transmitting from station as expected; however, an issue on the netsmart side was preventing the messages from processing correctly. Rx connect reported that no update would be available until next year. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was an issue where the nurses tried to override in adms, but it was not reprinted to their rx connect system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.